Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: e3 initial reporter occupation: lawyer.

Event description:
It was reported that the patient underwent a left knee revision to treat pain and joint instability secondary to aseptic loosening of the tibial tray. Upon entering the joint, the tibial tray was found to be loosened and debounded at the competitor cement to implant interface. There was no reported product problem with the revised tibial insert. The femoral component and patella were well-fixed and retained. The patient received an attune revision construct secured with competitor cement. The procedure was completed without complications.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Product description: attune fb tib base sz 7 cem. Product code: 150600007. Lot number: 8495761. Manufacturing date: 23-mar-2017. Date of expiry: 28-feb-2027. Quantity manufactured: (B)(4). As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: product description: attune fb tib base sz 7 cem. Product code: 150600007. Lot number: 8495761. Manufacturing date: 23-mar-2017. Date of expiry: 28-feb-2027. Quantity manufactured: (B)(4). Device history review: a manufacturing record evaluation was performed for the finished device, and no non-conformances / manufacturing irregularities were identified.